Event description:
A patient specific prescription form has been received for a revision - "likely aseptic loosening".

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, proximal tibial replacement, femoral stem was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific proximal tibial replacement which was inserted in (B)(6) 1999 and the tibial component was revised in (B)(6) 2014. The surgeon reported "likely aseptic loosening". The x-ray images provided show radiolucent lines along the femoral and tibial stems, mainly between the cement mantle and bone, suggesting aseptic loosening of the stem. The femoral and tibial bone have undergone remodelling and resorption, left a very thin cortex. Therefore, the radiographic review can confirm the clinical report. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form has been received for a revision - "likely aseptic loosening". Update 08 april 2022: clinician review found the following " the x-ray images provided show radiolucent lines along the femoral and tibial stems, mainly between the cement mantle and bone, suggesting aseptic loosening of the stem".